Manufacturer narrative:
The user facility stated that the employee was not wearing proper ppe during the time of the reported event. The system 1e operator manual states (pp. 7-1), "in the unlikely event that the user may be exposed while inserting the sterilant container into the system 1e processor, it is suggested that, as a precautionary measure, personal protective equipment (ppe) be worn. Recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." Steris quality reviewed the reported event and attributed the cause of the s40 container buffers contacting the employee to improper placement of the s40 sterilant cup and aspirator probe. The system 1e operator manual instructs operators to first place the s40 container into the sterilant compartment and then insert the aspirator probe. The operator manual states, (pp. 7-2), "place the sterilant container into the sterilant compartment which is located in the lower right hand corner of the processing tray. With the palm of one gloved hand resting on the sterilant container; gently push down on the container using firm, eve pressure until it is seated and its top is flush with the tray. To avoid damaging the container, never slam the container into the sterilant compartment. Line up the top of the aspirator probe over the center of the sterilant container lid." A steris account manager completed in-service training with user facility personnel on the proper use and handling of s40 sterilant concentrate. No additional issues have been reported.

Event description:
The user facility reported an employee came into contact with s40 container buffers while inserting the aspirator probe assembly into the s40 cup. The employee sought medical treatment at the facility's ER.